Event description:
The core impaction drill was sent for evaluation because it was running on its won without activation. The event occurred during testing; no adverse event was associated with the device.